Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers. The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received with the right side fully fired, left side partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Additionally the cartridge pan was noted to be detached on the right proximal side. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence, the inner two rows of staples on patient side did not properly deploy and supports the complication described in the event description. However, the photograph does not provide evidence relative to what may have caused the incomplete staple deployment. Some form of staple driver interference may have occurred within the staple cartridge. User error does not appear to be a contributing factor.

Event description:
It was reported that during laparoscopic sleeve gastrectomy procedure, the surgeon fired the device with a green reload across the stomach. When the surgeon observed the staple line, it was incomplete. The surgeon used suture to over sew the staple line. There was an extension in the time of the procedure. He then continued the procedure. There was no additional information provided. The device has been in risk management until now.

Manufacturer narrative:
(B)(4).